Event description:
It was reported that the patient was in an "altered" state and was in the hospital. The healthcare provider stated that the therapy had "made her altered" and had "confused her". The drug used within the pump was morphine. Additional information was requested but not available at the time of this submission.

Manufacturer narrative:
Product ID, 8709sc lot# serial# unknown, implanted: 2011 (B)(6), product type catheter. (B)(4).